Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No display ramping on its own anomaly noted. Unit powered up properly after battery installation. Unit received with operating currents within specifications. No battery out limit alarms noted. Unit received with minor scratches on lcd window. Unit received with cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out and the keypad buttons are not responsive. Customer's blood glucose was 65 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.